Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert appeared in pump history when issue began. There was no reported impact to the customer¿s blood glucose level. Issue had already resolved before call, customer used different charging supplies, and technical support advised against using non-tandem charging accessories and arranged shipment of replacement tandem wall adapter.